Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload and one device. The instrument was received engaged with the reload. Instrument retract knobs were advanced and the articulation lever was in neutral position. Visual examination of the reload noted that it was fully fired with the jaws clamped and the knife bar retracted between the clamp up position and the 6cm cut line . The anvil clamping mechanism was deformed . Engineering evaluation of the reload cartridge found that the staple pushers were flush to sub flush throughout the cartridge surface and that there was excessive damage to an internal component. These observations are indications that the device was applied to tissue thickness beyond the indicated range for use. Further engineering evaluation also noted damage to the knife bar laminate within the reload. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly and subsequent difficulty opening jaws after firing. The laminate variation was considered to be a secondary condition and has been addressed in current production. Replication of the flush to sub-flush pushers, deformed anvil clamping mechanism, and component damage may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during the bullectomy procedure after firing the customer cannot pull the release lever on the reload. The jaws did not open and it was not possible to disconnect reload. The device fired the full linear range of the reload. New handle and reload was used to fix the incomplete staple line. The customer had to resect additional tissue to remove the device from the tissue by using another device. There was no patient injury. There was no blood loss or tissue damage. There was no extension of incision. Surgery time was not extended by more than 30 mins. There was no change of procedure laparoscopy to open surgery. No part fell into patient¿s cavity. No reinforcement material used, or re-sterilized.